Event description:
The hospital staff attempted to administer defibrillation therapy to a pt who went into cardiac arrest following a surgical procedure. The standard external paddles were connected to the defibrillator adapter which was attached to the defibrillator. The defibrillator allegedly failed to discharged. A second lifepak 9 defibrillator/monitor was made available and the same standard external paddles were connected to the defibrillation adapter which was attached to the defibrillator. The second defibrillator also allegedly failed to discharge (reference 2nd medwatch report), a third lifepak 9 defibrillator/monitor with standard external paddles already attached was made available and used to successfully defibrillate the pt. The pt was resuscitated but remains in a coma.